Manufacturer narrative:
This event occurred during an unspecified date in (B)(6) 2018. The lot was manufactured january 22, 2018 - january 23, 2018. The device was received for evaluation containing approximately 270 ml of drug solution in the bladder. A visual inspection was performed and it was noted that there was no flow at the distal luer when the luer cap was removed. The reported condition was verified. The cause of the no flow was due to drug residue blocking the fluid path/exit at the distal end of the glass capillary located inside the luer of the unit. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through a large volume folfusor which was filled with 270ml cefazolin 6750mg. This event was observed before use of the device. There was no patient involvement. No additional information is available.